Event description:
This is a report of a patient who experienced a breach in aseptic technique resulting in peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The break in aseptic technique was further described as a touch contamination. The patient experienced weakness, abdominal pain and cloudy effluent as a result of the peritonitis. The patient was treated with vancomycin (1gm daily) and recovered from the event. The patient was retrained on aseptic technique. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The cause of the peritonitis is use error, further described as a touch contamination by the patient. Per baxter labeling, patients are meant to use aseptic technique while performing peritoneal dialysis therapy. A formal label review will be performed. Should additional relevant information become available, a follow-up report will be submitted.